Event description:
As reported by our edwards lifesciences affiliate in columbia, 3 years and 9 months after implantation of a 29 mm sapien 3 valve, the valve exhibited severe stenosis and mild regurgitation. The leaflets showed marked restriction in opening and moderate thickening (4.0 mm), with greater involvement of the non-coronary leaflet. Moderate increased peri-annular echogenicity (pannus) was observed, but no apparent thrombus was present. The patient was asymptomatic prior to the intervention. A valve-in-valve procedure was successfully performed, and the patient remained stable.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate there are potential unprovided patient factors and the progression of intrinsic disease state may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.